Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the percutaneous coronary intervention was performed, the patient had a hematoma present. The angio-seal device was used for hemostasis and hemostasis was successfully achieved by the device. After approximately 18 hours the patient had a pain when he was driving home around the hemostasis site. Due to the possibility of bleeding, manual compression was applied for 15 minutes and hemostasis was successfully achieved. Bay aspirin 100 mg and effient 3.75 mg were used. The patient then had a complete rest for 6 hours and was discharged after that. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The blood loss was less than 250 cc. The patient's condition was reported as not serious and recovered. There were no other devices or equipment being used with the reported product.